Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a receiver shut down unexpectedly was reported. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.